Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and exchange of textured breast implants due to patient¿s concern with the product. Device remains implanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: broken shell and others, yellow particles on the shell, underweight, flat creases, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: one broken sharp on the anterior and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp broken on the anterior assessed as unidentified (tear) opening. - missing shell due to inconclusive.

Event description:
Device has been explanted.